Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Patient had knee replacement surgery 24 years ago, no record of previous surgery. Allegedly the knee insert was revised due to tibial wear. Replaced with advantim duramer tibial insert and usage of other manufacturers component patella.